Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported patient's ipg was explanted at an unknown time due to an unknown reason.

Manufacturer narrative:
There were no reported events against the ipg as it was being returned for disposal. As received the ipg passed the visual test and did not communicate with lab ppg.